Event description:
Hill-rom received a report a hill-rom technician stating the nurse call was inoperative. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found communication board was damaged with a bent pin. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2015. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the communication board to resolve the issue. Based on this information, no further action is required.